Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer reset pump on her own prior to calling cts and the pump was able to resume insulin therapy however the malfunction alarm recurred.the customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.